Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient (who is reportedly autistic) is resistant to wearing her sound processor. This reaction may not be related to sound stimulation since the patient's reaction is the same whether the processor is turned on or turned off. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The patient is scheduled for explantation/reimplantation surgery the following month.